Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, optic was found to be scratched somewhere near the trailing haptic root part after the insertion. No further information is expected.

Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates, the use of a viscoelastic, which is not qualified for use with the associated iol model. The reported complaint was not observed, as no sample was returned for analysis. Based on the information provided by the customer, the most likely root cause is failure to follow IFU. As the customer states, the use of non-qualified viscoelastic. The use of an unqualified viscoelastic may cause damage to the lens and potential complications, during the implantation process. Based on the results from the product history record, the products met release criteria. There are no other complaints for the reported lot. The manufacturer internal reference number is: (B)(4).